Manufacturer narrative:
Testing and investigation found that the device displayed e301 (audio alarm failure) with no audible alarm tone. This was due to a workmanship issue of the piezo alarm assembly by the supplier of the assembly. Corrective actions are being implemented in response to the supplier issue. A new piezo alarm assembly specification and supplier are being developed to replace the existing part and supplier. Event problem codes: the event that is being reported was noted during verification testing; therefore, user facility event codes are not applicable in this case. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).

Event description:
During verification testing at the service ctr, the device displayed e301 (audio alarm failure) with no audible alarm tone.